Event description:
It was observed that during the device evaluation, the flex video scope exhibited insufficient or incorrect reprocessing scope was used for next procedure. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, h3, h4, and h6. Corrected data: b5, d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the air/water channel; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. No physical damage to the device was confirmed where the foreign material remained. Olympus could not obtain the answer on the reprocessing steps that were implemented by the customer, so it is unknown if there were any deviations from information for use (IFU) during reprocessing. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: the instruction manual ¿gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿gif/cf/pcf-190 series, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the flex video scope presented with foreign white material remaining in the air/water channel. There were no reports of patient involvement.